Manufacturer narrative:
Patient does not get full extension. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient does not get full extension. Revision surgery is planned to exchange the poly inserts.